Manufacturer narrative:
A united states customer reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls (qc) recovered within acceptable ranges prior to obtaining erroneous results. Calibrations failed for % deviation being out of range, but was accepted anyways. Upon review of the instrument files, it was determined that process errors were obtained on the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and checked the probes and related hardware. The cse ran service method tests and reagent 1 mix which produced unacceptable results. Next, the cse performed alignments and ran a quick check and qc, which recovered acceptably. The cause of the falsely depressed tnih result is unknown. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
A falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista 500 instrument. The repeat results were higher than the initial result. The second repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00121 on 18-apr-2023. Additional information (15-may-2023): siemens reviewed the instrument data, which did not show any indication that the issue causing the luminescent oxygen channeling immunoassay (loci) reader process errors caused the erroneous result. However, based on the available information, this cause cannot be ruled out. In addition to the service actions described in the initial report, a siemens customer service engineer (cse) proactively replaced the aliquot probe assembly and clog detect assembly. Additionally, the cse also replaced the loci reader and cable access network (can) boards. The cause of the falsely depressed high-sensitivity troponin I (tnih) result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.